Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During preparation, the peg tube detached. The procedure was completed with a new endovive standard peg kit push method. There were no patient complications reported as a result of this event.